Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. When the package was opened and started preparing the device, the physician noticed that the tip of the dilator was crushed and the guidewire could not be inserted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.